Event description:
A report was received that a patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision and the pocket site was relocated to a new area. The patient is reportedly doing well following the revision.